Event description:
Essure coil migrated into my uterus and became imbedded and ruptured through my uterus. I have pictures of what I looked like 1 week before removal and 1 week after removal. I also have pictures of the coil while still inside me right before removal.